Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 413 mg/dl and ketones; cause was unknown. Customer changed infusion set and cartridge to attempt to address elevated bg. Customer was then treated with intravenous fluids of saline and insulin in the hospital. Customer was discharged the next day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended and no issues were found with the insulin, infusion set, or cartridge.